Manufacturer narrative:
Device received with broken battery tube thread noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident 410 mg/dl. Customer stated they have been having issues with battery not lasting in the last two weeks. Customer stated the insulin pump had crack in casing at battery compartment and on front leading to back of insulin pump. Customer stated they does not want to troubleshoot for high blood glucose due to the insulin pump malfunctioning power. Customer stated they were running high due to not getting full dose delivered. Customer stated he was having a problem with the battery that run out immediately. Customer stated that there's a crack on the battery compartment. Then insulin pump will be returned for analysis.